Event description:
It was reported during a da vinci si procedure that there was sparking off the tip of the monopolar curved scissors with the installed 8mm tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint. It was indicated that no pieces fell inside the patient during the last surgical procedure this instrument was used. No further information was provided. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.